Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited large impedance jumps from approximately 300 ohms to greater than 3,000 ohms since (B)(6) 2022. Technical services (ts) was consulted, and lead replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited large impedance jumps from approximately 300 ohms to greater than 3,000 ohms since november 2022. Technical services (ts) was consulted, and lead replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.